Event description:
Information received indicates the head is rising on its own along with intermittent bed functions.

Manufacturer narrative:
The technician found the testpost cable was pinched. The technician replaced the testport cable to repair the bed.